Event description:
It was reported that a device alarmed for a system error 322. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was able to reproduced the system error 322 during testing. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.